Event description:
Attorney alleges patient suffered injuries relating to "defective sprint fidelis leads including, but not limited to, death, being shocked by the defibrillator multiple times without cause, which resulted in a loss of enjoyment of life." Review of manufacturer's database verified patient's death. The cause of death has been researched and not received. There is no allegation from a health care professional that the death was device related.